Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported in the nicu, a few drops of yellow fluid and what appeared to be lipids were noted on the patient's bed. When they picked up the tpn tubing where the tubing connects at the y-site, their gloves were wet. A complete linen change as well as the cap change that was due that day was performed. The medications were also changed out. The tubing was sequestered. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported in the nicu, a few drops of yellow fluid and what appeared to be lipids were noted on the patient's bed. When they picked up the tpn tubing where the tubing connects at the y-site, their gloves were wet. A complete linen change as well as the cap change that was due that day was performed. The medications were also changed out. The tubing was sequestered. There was no patient harm.

Event description:
The customer reported in the nicu, a few drops of yellow fluid and what appeared to be lipids were noted on the patient's bed. When they picked up the tpn tubing where the tubing connected to the bifuse y-site, their gloves were wet. A complete linen change as well as the connector change was performed, and the medications were replaced. There was no patient harm.

Manufacturer narrative:
Patient was an infant. The customer¿s report of a leak at the y-site connection was not confirmed. Visual inspection of the set did not reveal any discernible signs of damage or abnormalities. Functional and pressure testing resulted in no leaking from any location along the tubing configuration at any time. The cause of the reported failure was not determined.